Event description:
It was reported that during pph procedure upon firing, the instrument the pt suffered a mucosal breech between 12pm and 4pm. There was no staple line found, in addition, no surplus staples were found in the rectal cavity. There was a significant arterial bleed from rectal vessels. To initially reduce blood loss gauze was placed to control the bleeding. The pt was turned onto the prone position and 3/0 pds suture ws used to stitch the bleed. The specimen taken out was approx 3-4 cm. Consequently; the pt lost almost 2 liters of blood and required a blood transfusion. The pt was prescribed antibiotics due to the concern of pelvic sepsis. In addition, pain relief was given post procedure. Since the operation, the pt has had clear fluids and passed flatus with no further complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.